Manufacturer narrative:
All components are in place and in good conditions as wen as the end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was connected to a drain. After the procedure, it was noted that the reservoir was fully swelled and did not suck. It was opined by the nurse that it was a failure of the reservoir's spring. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.